Event description:
The customer reported that there was no image generated from the ii cord.

Manufacturer narrative:
(B) (4). The ge service rep ordered the ii to be shipped to customer site. The rep worked with the customer and replaced the bad ii on uroview 2600 table. He calibrated and adjusted the system. The system operates as intended.